Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n118510005, implanted: (B)(6) 2008, product type: catheter. Product ID: 85 90-1, lot# n145076, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (1500 mcg/ml at 483.4 mcg/day), clonidine (200 mcg/ml at 64.45 mcg/day), and bupivacaine (11.2 mg/ml at 3.609 mg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015 it was reported that the patient had missed a pump refill on (B)(6) 2015 because he was between doctors and did not have a physician to refill the pump. The reporter was concerned that because the pump was alarming every 10 minutes that the battery would drain. She stated that it seems like the alarm skips a 10 minute interval and then it goes off. They wanted the alarm silenced. The patient had no symptoms related to the event. The actions taken to resolve the alarm issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.